Event description:
An attempt was made to deploy a 2.75mm diameter x 18mm length endeavor rx drug-eluting coronary stent into a patient with angina pectoris. The target lesion, located in the lcx # 1, was described as moderately tortuous with calcification. It was reported that the relevant stent dislodged at area of calcification located proximal of the target lesion. The physician attempted to insert the sds balloon into the stent in order to deploy it there, but the balloon was unable to be inserted and the stent moved to the distal direction. Afterwards, he successfully inserted a balloon catheter into the relevant stent. Which was deployed. Then, 2 stents from another manufacturer were deployed at distal and proximal of the relevant stent. The patient is reported to be fine and no other sequelae were reported.

Manufacturer narrative:
Stent dislodgement. Tortuosity, calcification. Secondary intervention: a balloon catheter was inserted into the dislodged stent which was deployed at site of dislodgement.